Event description:
It was reported that during surgery the surgeon noticed that the femoral bone cuts were not consistent with the approved surgical plan.

Manufacturer narrative:
The surgeon was interviewed and he stated that there was a cutting error on the distal femoral cut. The surgeon corrected the feomoral cuts and felt that the pattients bone quality may have been a factor in the cutting error.